Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow up communication, there no correlation between the patient's infection and the heater/cooler used during surgery could be made. The facility was not able to provide any additional information about the clinical outcome of the patient. Additionally a review of the service history related to the device in question was performed. On (B)(6) 2016 maintenance was performed and the internal tubing was replaced, the tanks were cleaned and a disinfection cycle was done. Also the customer was reminded by the service representative to follow the disinfection procedure as specified in the instructions for use (IFU). The unit was functionally tested and was put back into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through a follow-up communication with the customer on november 17, 2016, sorin group (B)(4) learned that the facility has five heater-cooler units, one of which (B)(4) was removed from service. The customer stated that all units were cleaned by a sorin group field service representative and that the devices are placed outside of the operation room during use. The contact did not know the patient outcome but believed the patient was doing fine. On november 30, 2016, the customer provided additional information was received stating that no testing has been done on the affected unit. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On (B)(6) 2016, sorin group (B)(4) received a user medwatch report (B)(4) stating that an acid fast bacili (afb) culture from the bronchial washings of a patient revealed the presence of mycobacteria chimaera. The patient had undergone open heart surgery, which utilized the sorin heater-cooler system 3t, on (B)(6) 2012 at the age of (B)(6) and underwent a bronchoscopy on (B)(6) 2016 for a persistent cough, which identified m. Chimaera.